Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) explained that the heater bag became disconnected and the baxter technical service representative (tsr) assisted the hp with ending therapy on the hc and removing the cassette. The tsr advised the hp to dispose of current supplies and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient on (B)(6) 2011 and she said that she was able to resume therapy after starting over with new supplies. She said she did not notice anything unusual with any of the previous supplies and she was unsure of how the bag became disconnected. She said it did not fall, she thought that she may have incorrectly attached the green bag to the line. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was a loose connection. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA..